Event description:
Info received that pt left foot siderail was not raising. No injury reported.

Manufacturer narrative:
Technician found the siderail lock mechanism cover was bent causing lock mechanism to catch on cover. Removed, straightened, and reattached cover to resolve this issue.